Event description:
The neuroform microdelivery stent system was removed from the pt because of a severe vasospasm. The scimed choice floppy guidewire was partly removed from the stabiliser catheter but then became jammed. It was not possible to remove the wire from the stabiliser. Pt suffered an intraventricular hemorrhage 2 hours after the procedure. The current condition of the pt has not been provided.